Manufacturer narrative:
After further review of additional information received five sections have been updated accordingly. Additional information: autopsy was performed, thrombus was found in the of graft and in the pump inflow cannula. The pump was running as rvad.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient came to clinic with high power alarms on the rvad on (B)(6) 2016. First heparin was administered without success. Afterwards three lysis therapies (tpa 10mg bolus/10mg over 1h) were performed. Power decrease initially but returned to high values again. Logfiles were sent. Due to the general patient condition, hospital decided to stop treatment. Patient died on (B)(6) due to mov (multiple organ failure).

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a power consumption above normal operating range and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller as well on the upper housing ceramic surface. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.